Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that immediately post implantation a scratch was observed on the iol optic necessitating explanation. A back-up iol was implanted successfully without further incident and without any injury to the patient during the initial surgery session. The lens was cut into multiple pieces to aid explantation and was returned to rayner for examination. While examination confirmed the presence of scratches on the optic, it is not possible to distinguish the original reported scratch from damage that has occurred during explant/cutting of the lens. Multiple causes may be considered, including but not limited to; trapping the optic edge on closure of the flaps, inserting the viscoelastic cannula too far into the ovd port damaging the lens, using sharp instruments to handle the lens. It is not possible from the product inspection performed to establish the cause of the scratch to the lens optic. Our review of production records for the rayone emv rao200e batch 070157430 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. This is an isolated report. No other reports, of any nature, have been received against the rayone emv rao200e batch 070157430.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from its (B)(6) distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation of the lens into the eye a scratch was observed on the optic necessitating explantation.